Event description:
The rep reported that a pre-operative scan (date and type of test were not provided), had detected stretching of the extension wires. High impedance readings had been obtained and the product was replaced. There was no injury reported; the pt has recovered without sequela. Additional info has been requested from the physician.

Manufacturer narrative:
Results of final device analysis were not complete at the time of this report. A follow-up report will be sent when product evaluation has been completed.